Manufacturer narrative:
The device was returned for evaluation. Optical examination reveals bone screw hex stripped, which could contribute to the forgoing complaint. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal procedure. Sometime post-op the patient underwent a hardware removal revision surgery due to pain. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.